Manufacturer narrative:
On 03/01/2016 05:45 pm (gmt-5:00) (B)(6): the company representative performed a complete inspection of the iabp. Discovered that the ECG gain calibration was reading lower then specification. He calibrated ECG gain to correct it. The customer requested to replace the front end board because the ECG issue encountered during the last case. The company representative installed a new front end board (part number: 0670-00-1164e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The end board is being returned to the manufacturer for evaluation.

Event description:
On 03/01/2016 04:17 pm (gmt-5:00) added by (B)(6): the customer reported that when they went to attached iabp to the patient, they were unable sync to ECG signal so the care giver selected to blood pressure signal. After patient expired, the cath. Department sent the iabp to biomed department and they confirmed with simulator that the pump would not sync to ECG. The customer's biomeds attempted to repair the unit. They reseated the cables to the interface board and put the unit back together, which corrected the problem. The iabp was tested with the trainer. The customer internal investigation determined that the patient death was not caused by iabp. Iabp has been out of service since this event and the customer required that maquet evaluate the iabp prior to put back to clinical use.